Event description:
A center director reported a patient with dry eyes 2 months post lasik treatment; the patient complained of decreased vision and halos at night. Punctal plugs were inserted and dry eyes symptoms resolved. Upon additional follow up the reporter indicated the patient had dry eyes preoperatively. Additionally, it was reported that the patient underwent a flap lift and enhancement procedure seven months after the original lasik procedure reporting an undercorrection. One month after the enhancement the patient noted improvement and was doing well. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed that the laser was successfully verified prior and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively (B)(4).